Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. On (B)(6) 2014, the laboratory inr was >15. The pt/s therapeutic range was 2.0 - 3.0. The physician requested that the pt test his inratio inr for comparison. The results were 3.8 and 3.1 (lot# 334579), four (4) hours after the laboratory inr. The pt was instructed to go to the emergency room where he was hospitalized on (B)(6) 2014, administered vitamin k and his coumadin was held. Through requested, there was no add'l info provided. MFR report number 2027969-2014-00542.

Manufacturer narrative:
The inratio pt/inr test strips lot 334579 is being reported under a separate MFR report number 2027969-2014-00542. Investigation pending.